Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (B)(4), alleging that his onetouch verio vue meter was displaying an ¿error 2¿ message. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on an unspecified date, approximately three months prior to contacting lifescan, his verio vue meter would display an ¿error 2¿ message and he was unable to obtain a blood glucose reading. The patient stated that he manages his diabetes with fixed doses of insulin (novorapid; 4 units at noon) and did not specify if he made any changes to his usual routine of diabetes management in response to the alleged product issue. The patient stated that he experienced symptoms of ¿complexion was different, sometimes did not reply and was shaking¿, but did not specify whether the symptoms occurred before or after the product issue. The patient explained that he received instructions from his doctor to eat glucose and drink juice in response to his symptoms. The patient denied performing a blood glucose test on any other device. At the time of troubleshooting, the csr noted that this was not the first time the product had been used and that the patient had been following the correct testing procedure. The csr also confirmed that the correct test strips were being used. Based on the information provided, there has been no misuse of the product. The csr was unable to confirm if the error message occurred before or after the countdown and was unable to determine if the error 2 message occurred after pressing the power button. The csr walked the patient through a retest and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after he was unable to obtain a blood glucose reading due to the product issue.